Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection on right one in the scar" and broken implant.

Event description:
Patient noted that [patient] "has had problems with the implants over the years: swelling, pain, one implant went huge, in the morning [patient] has a tingly sensation in the breast. Underneath the right one pigmentation is changing and feels hotter than the left one, harder and prominent. [Patient] has an infection in the right one, in the right scar, and is with antibiotics at the moment. The scar is underneath the breast, where the implants were implanted. It has gone down, but it is still swollen. The redness has been going down. The patient stated that implant is leaking in the body. [Patient] had a mammogram and the right implant is broken. The doctor has told the patient that they need to be removed. Patient is with an anxiety off the world." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the device was seen intact; deformation and biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient noted that she has had problems with the implants over the years: swelling, pain, one implant went huge, in the morning she has a tingly sensation in the breast. Underneath the right one pigmentation is changing and feels hotter than the left one, harder and prominent. She has an infection in the right one, in the right scar, and is with antibiotics at the moment. The scar is underneath the breast, where the implants were implanted. It has gone down, but it is still swollen. The redness has been going down. The patient stated that implant is leaking in the body. She had a mammogram and the right implant is broken. The doctor has told the patient that they need to be removed. The device has been explanted.

Event description:
Patient noted that [patient] "has had problems with the implants over the years: swelling, pain, one implant went huge, in the morning [patient] has a tingly sensation in the breast. Underneath the right one pigmentation is changing and feels hotter than the left one, harder and prominent. [Patient] has an infection in the right one, in the right scar, and is with antibiotics at the moment. The scar is underneath the breast, where the implants were implanted. It has gone down, but it is still swollen. The redness has been going down. The patient stated that implant is leaking in the body. [Patient] had a mammogram and the right implant is broken. The doctor has told the patient that they need to be removed. Patient is with an anxiety off the world." Device remains implanted.

Manufacturer narrative:
Further investigation concluded: review of sterilization and seal strength records related  did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Clarification to d.7.: explant has not been confirmed.